Event description:
It was reported that during a navio tka procedure, the error message of homing failure was displayed, and the handpiece did not work. The surgical technique was changed to manual procedure with s+n instrumentation with a delay of 20 minutes. No other complications were reported.

Manufacturer narrative:
The device (pn 110137, sn (B)(6)), used in treatment, was returned for investigation. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports, this issue will continue to be monitored. This failure mode is identified in the risk profile. The navio surgical technique guide (500197) provides instructions for handpiece homing, as well as handpiece usage and troubleshooting. We were able to confirm if there was a relationship established between the reported event and the device. Visual inspection found that the snap lock nut was broken, and functional evaluation found that the device could not successfully complete a handpiece test because of the snap lock nut. With a broken snap lock nut, the handpiece cannot fully retract. This issue has bee resolved with an updated design of the snap lock. Per complaint details, the device malfunctioned with a handpiece homing failure during use (outside of the patient) and the navio was abandoned for manual instrumentation which resulted in a 20 minute surgical delay. It was communicated that medical documentation was not available. Based on the information provided, "no serious harm" resulted and the impact beyond the reported modified procedure and 20 minute surgical delay could not be determined, although no patient injury or other complications were reported. No further medical assessment could be rendered at this time.